Event description:
According to the reporter, during an inguinal hernia repair procedure, the balloon did not inflate. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.the visual inspection of the returned product noted: the trocar balloon, lock collar, valve seal and doors. The inflation bulb was received. The obturator was not received.pmv performed functional testing: the trocar balloon was inflated; no leaks detected. All other components functioned properly.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.